Manufacturer narrative:
(B)(4). Dexcom reviewed receiver data on (B)(4) 2015. The complaint of no audio output could not be confirmed.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. An interior inspection was performed and the inspection passed. Functional testing and a manual drop test was performed and the tests failed, confirming the reported event of no audio output. The root cause was determined to be a defective speaker.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report no audio output on (B)(6) 2014. Patient's mother tested the alert functionality and reported alerts were not functional, but device did vibrate. Pediatric patient is using an adult receiver. At the time of contact, the patient's mother did not report any injury or medical intervention.